Manufacturer narrative:
(B)(4). Approximate age of device ¿ 42 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that in (B)(6) 2018 the patient presented with fevers and driveline drainage. Blood cultures were positive for candida parapsilosis and (B)(6). Subsequent gallium scan showed the infection was present in pump pocket. The patient was started on micafungin, amphotericin b and fluconazole. A washout with amphotericin irrigation was performed on an unspecified date, but fevers persisted and the decision was made to replace pump. On (B)(6) 2018 the patient underwent a pump exchange due to pump pocket infection with possible thrombus, since the infection was reportedly severe. The heartmate ii pump was exchanged for a heartmate 3.

Manufacturer narrative:
Thrombus was confirmed through the evaluation the left ventricular assist system (lvas) however, a specific cause for the reported infection could not be determined conclusively through this evaluation. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit was returned unattached to the pump¿s inlet port, and the flex section had been cut in the middle prior to return. The sealed outflow graft bend relief was returned unattached. The sealed outflow graft was returned attached to the pump's outlet port but severed at its hardware. The severed distal end portion of the outflow graft, measuring approximately 4 inches in length, was returned. Examination of the pump blood-contacting surface found a pink, non-laminated deposition situated between the outlet bearing ball and one of the stator blades. The lack of laminated layering and structure suggests that the deposition did not initially develop in the outlet stator. Additionally, no contact marks were observed at the distal end of the rotor, further indicating that the deposition was not present for a prolonged period of time while lvas was in use. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.